Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be broken. A piece of the ceramic insulation from the grip tip has broken off. The piece that broke off was not returned with the instrument. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a piece of the insulation was noted to be missing below the permanent cautery spatula tip. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.